Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33456, 1627487-2020-33457, 1627487-2020-33458, 1627487-2020-33459, 1627487-2020-33460, 3006705815-2020-32551. It was reported that the patient was diagnosed with an infection at an unknown site. In turn, surgical intervention may take place at a later date to address the issue. No additional information is known at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted to address the issue.